Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference manufacturer reports no. 2015691-2015-03498 and 2015691-2015-03500. This report is regarding the apical access site injury. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, it was reported that a combination of patient factors (i.e. Advanced age- 87 y/o, friable tissue) and procedural factors (multiple lv punctures to gain access) likely caused the apex tear and access site bleeding. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure, post deployment the 26mm sapien xt valve had moderate paravalvular leak (pvl). A second valve was implanted. A myocardium tear was observed upon removal of the sheath and the procedure was converted to surgical avr. In the pre-procedure conference, it was planned to decide the xt valve size after bav with a 25 mm non-edwards bav balloon because the patient¿s annulus size was borderline between a26 mm or 29 mm sapien xt valve. Following placement of mattress sutures in the myocardium, a puncture was made. A guidewire was unable to cross the native valve; and other punctures were made several times until it could finally cross the native valve. A 14 fr sheath was inserted through the myocardium because it was difficult to decide whether 24 or 26 fr sheath should have been used. Although bav was performed with a 25mm non-edwards bav, the timing of the angiography was too early. Despite the balloon not being inflated completely, it was decided to implant a 26 mm sapien xt valve with 1 ml more than nominal volume since no leak was observed. A 24 fr ascendra+ sheath was inserted and a 26mm sapien xt was successfully implanted in a 60:40 aortic/ventricular position. Tee showed moderate pvl and aortography (aog) showed moderate aortic regurgitation. Post dilation was performed with contrast of additional 1 ml, but moderate pvl remained even though trivial improvement was seen. Post dilation was performed again with a total of 3 ml added to the nominal volume) but moderate pvl was not reduced. After discussion, since the area in the left ventricular outflow tract (lvot) was narrow in 420-430 mm², it was decided to perform valve-in-valve. The second 26mm xt valve was implanted in one strut length more ventricular, but no improvement of the pvl was observed. It was decided to complete the procedure and to monitor the pvl. However, the bleeding from the apex access site could not be controlled after withdrawal of the sheath. A tear was found near the mattress sutures. Thoracotomy was performed to stop the bleeding under cardiopulmonary bypass (cpb). And since cpb was initiated, the patient was also converted to avr with a 23mm non-edwards surgical valve. Although the lv was repaired after avr and the cpb was weaned off, the access site blood oozing continued. Cpb was initiated again and hemostasis was achieved. On post-operative day (pod) 1, the patient¿s vital signs were reported to be stable. The heart team stated regarding moderate pvl that bav should have been performed again. Regarding the myocardial tear, the surgeons stated that hemostasis could not be achieved despite suturing multiple times due to the patient¿s fragile myocardium and multiple lv punctures could have contributed to the myocardial tear. The aortic annulus diameter measured 22.2mm with moderate aortic valve calcification by tee.